Event description:
It was reported that balloon tear occurred. Vascular access was obtained via femoral artery. A 1.50mm x 20mm maverick balloon catheter was introduced but failed to advance across the left main (lm) even though the lm was free of any lesion. No attempt was made to inflate the balloon and the device was removed. Upon examination, a tear at the proximal end of the balloon was noted so the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
The device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues were detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon burst.

Event description:
It was reported that balloon tear occurred. Vascular access was obtained via femoral artery. A 1.50mm x 20mm maverick balloon catheter was introduced but failed to advance across the left main (lm) even though the lm was free of any lesion. No attempt was made to inflate the balloon and the device was removed. Upon examination, a tear at the proximal end of the balloon was noted so the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.